Manufacturer narrative:
(B)(4). The information related to product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose level was 420 mg/dl. Customer did not had any symptoms related to high blood glucose level. Customer treated with syringe for high blood glucose level. Customer did the high pressure test. Customer reported insulin exited during fill tubing and insulin pump was working fine. Customer did not using auto mode. The insulin pump will not be returned for analysis.